Event description:
I bought a medical treatment wristband named "anti-nausea wristband, rechargeable relieve nausea motion sickness bands, relieve nausea electrode stimulator wrist bands relief for anxiety, migraine, motion sickness" on amazon recently. Website:https://www.amazon.com/dp/b0b7b7g92p I used the wristband follow the instructions. Unfortunately it made me uncomfortable and I found some erythema and blisters appeared on my wrist. I took two pictures of my wrist and I put them in the attachment of this document. I searched this wristband name on the website of FDA establishment registration and device listing and 510(k) premarket notification, but I could not get any records in FDA databases. I wonder how could amazon permit this medical treatment wristband shelved without FDA establishment registration or 510(k) premarket notification. What's more, I collected some information through it's web page on amazon. (B)(6).